Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that on the first day following an intraocular lens (iol) implant procedure, the iol was observed to be on the wrong axis and the patient underwent another surgery to adjust the iol. Four days later, the patient was diagnosed with an intraocular infection. The event resulted in clinically significant visual change. A culture was performed. A vitrectomy and anterior chamber wash out were also performed. The intervention was effective and the outcome of the event is improving. Additional information has been requested.